Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30550561m number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After completion of pulmonary vein isolation (pvi), atrial fibrillation persisted and direct-current cardioversion (dc). After dc, atrial fibrillation ceased. Loading isoproterenol (isp) to assess inducibility of atrial fibrillation. Marked decrease in blood pressure was noted after isp loading, and noradrenaline was administered. Effusion was checked as a precautionary measure, but pericardial effusion was noted. Pericardial drainage was performed. 100 ml of dark-colored blood could be collected. Procedure itself was ended, so pericardial drainage was performed, and returned to the intensive care unit (ICU). After that, vitals did not change significantly. The physician commented that they don't know when it happened. The decrease in blood pressure was not gradual, but suddenly decreased, so when dc was performed, the ablation catheter probably hit strongly. On the following day, the patient was transferred from ICU to general ward. The clinical course was considered to have no particular problems. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that he did not know when cardiac tamponade occurred. Since the patient's blood pressure decreased rapidly rather than gradually, it is possible that the ablation catheter strongly contacted during the defibrillation. Patient outcome of the adverse event was reported as improved. A smartablate generator was used during the case. Prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of steam pop. The event occurred during the ablation phase of the procedure. After pvi ablation completed, marked decrease in blood pressure was confirmed immediately after isoproterenol administration. It was not reported that there was any error message observed.